Event description:
"The pt had a seizure with one touch ultra meter. The pt took the first test and had a reading of "hi". The family member then gave the pt 2 units of h. Within 8 minutes the pt was seizing. The family member tested the pt while seizing. The reading was 36 mg/dl. The pt's family member then proceeded to give the pt coke, then checked the pt again and the reading was 48 mg/dl. Pt waited another 15 minutes. The reading was 67mg/dl. After an hour it was up to 221 mg/dl. Pt did not seek medical treatment." No further info has been reported.